Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope channel mount had a scratch, crack, chip discoloration, unclear markings, deformation, or corrosion. The device was evaluated, and it was found that there was foreign material clogged in biopsy port. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The device was repaired by a third party. Third party evaluation results confirm the reported allegation. In addition to foreign material in the biopsy port due to the head cleaning brush clogging in the biopsy port, there were no addition findings. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the user using the head cleaning brush in the previous procedure/reprocessing. Olympus will continue to monitor field performance for this device.